Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had an open book image. Customer also had blank display on the pump, but the display was back after restart. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.